Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer initially called to report that she was experiencing high blood glucose. Current blood glucose was 327 mg/dl. She also mentioned she had a bruise at the precious insertion site. During troubleshooting, the customer reported that she was hospitalized on (B)(6) 2015. The customer stated that it was found the cannula was bent. She was treated and sent home. Blood glucose value at the time of the 911 call is unknown. The drive support cap is recessed. The tubing had only one very small air bubble, no insulin leak was found and insulin was not expired. Insulin did exit the tubing with manual prime and the cannula was straight. The customer was advised to change the entire infusion set and reservoir and a tubing clamp would be sent to perform the high pressure test.